Manufacturer narrative:
H3, h6: it was reported that a sl-plus mia offset adapter 40mm is broken. The device, intended for use in treatment, was returned for investigation. Upon visual inspection, the reported failure mode could be confirmed as the locking key of the adapter is bent. However, no part is broken off. Apart from that, the device shows slight signs of usage such as superficial scratches. No additional complaints for batch j72345 were reported so far. A review of the production documentation for the batch in scope did not reveal any deviation from the standard operating procedure. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. However, based on the performed investigations, the relationship between the reported event and the device was confirmed. A probable cause for the bent offset adapter locking key can only be traced to a user error by a presumed bending of the bracket, otherwise this fault pattern is not subjected to occur. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. To date, no further actions are deemed necessary. Smith and nephew will continue to monitor the device for similar issues. Should additional information become available, this complaint will be reassessed. The returned device will be discarded.

Event description:
It was reported that a sl-plus/sbg/ipa mia offset adapter 40 mm is broken. It is unknown in what context this failure was observed, or if there was patient involvement. No injury was reported.